Event description:
It was reported that a user on prescribed steroids experienced elevated blood glucose while using an ilet system during a call and sought guidance on whether to request a fingerstick recalibration or administer insulin outside the system. Symptoms included hyperglycemia and feeling unwell. Outcomes included the need for clinical guidance and education. Investigation included customer support troubleshooting and education, and referral to the healthcare provider and internal clinical team. Investigation of this case revealed no device malfunction reported or confirmed, with hyperglycemia potentially influenced by concurrent steroid therapy; device performance concerns were not substantiated at the time of contact. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.